Event description:
Damaged catheter was found. The indwelling period was 17 days. The device was placed on (B)(6) via the right subclavian vein for tpn infusion and blood drawing. On (B)(6), the pt left the hosp for a night and the device was maintained using heparin lock. On (B)(6), pre aspirate check was performed before tpn infusion and failed. However, the device was used for the infusion but the infusion was discontinued because the pt also reported to feel pain and coldness during the infusion. The device was removed on (B)(6).

Manufacturer narrative:
The complaint of leak is confirmed. During infusion, a leak was observed in the catheter. The location of the pinhole leak is 1.1 inches distal to the surecuff. Microscopic exam shows a small tear in the tubing. The complainant indicates the leak was observed 17 days after placement. At this time, the exact mechanism of the damage is unk. A chr is not possible, as no mfg lot number info has been provided by the complainant.